Event description:
A customer contacted stryker to report that their device would not respond to button presses. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A stryker field service technician evaluated the customer's device and was able to duplicate the reported issue. After replacing the main keypad assembly and printer keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.